Event description:
Reporter indicated a vns patient was having painful, erratic stimulation in the neck and chest. Vns settings were lowered and the painful stimulation improved. The patient had no known trauma. Current vns diagnostics cannot be performed as the patient cannot tolerate the 1ma output current necessary to complete the test. X-rays were reviewed by the manufacturer and no obvious anomalies were identified. A vns generator battery estimate performed yielded approximately 7.97 years remaining. Vns generator replacement appears likely, but has not been scheduled to date. Attempts for further information are in progress.

Event description:
Reporter indicated the patient's vns generator replacement surgery was on hold due to insurance issues, but surgery is still planned. Although vns diagnostics are within normal limits, the reporter feels there may be a "problem with the generator" and that the patient may benefit from having generator replacement surgery performed prophylactically.

Event description:
Reporter indicated the patient had vns generator replacement surgery performed on (B)(6) 2013. Preoperative vns diagnostics indicated normal device function. It was the opinion of the current surgeon that the original implanting surgeon ¿probably had the coils a little close to the laryngeal nerve¿. The explanted generator was received back to the manufacturer on (B)(4) 2013 and is pending analysis.

Event description:
Analysis was completed on the returned vns generator. Proper functionality of the pulse generator in its ability to provide appropriate programmed output currents was verified. In addition, the septum was not cored, thus eliminating the possibility of a potential unintended electrical current path through body fluids. In the pa lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. The generator performed according to functional specifications. During the product analysis there were no anomalies found with the pulse generator.

Manufacturer narrative:
Event is both a serious injury and a product problem. Overall reportability of event is a malfunction. Manufacturer reviewed x-rays of implanted device. This code was inadvertently omitted form the initial MDR report. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized. This code was inadvertently omitted form the initial MDR report.

Event description:
Reporter indicated the patient presented at clinic on (B)(6) 2013 with pain, burning, itching and "random firing of the vns." Surgery to replace the vns appears likely. Attempts for additional information are in progress.

Event description:
Reporter indicated that vns generator replacement surgery is still planned. The vns generator is to be replaced for patient comfort and to preclude a serious injury.

Event description:
The reporter indicated that the patient had no trauma or events that led up to the pain, burning, itching, and "random firing of the vns." Surgery to replace the vns appears likely and is tentatively scheduled for (B)(6) 2013. Attempts for additional information are in progress.